Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had unresponsive buttons. Troubleshooting for unexpected restart was performed. The customer¿s blood glucose level was 188 mg/dl at the time of the incident. There was no temp basal programmed prior to the unexpected restart alarm. The customer stated that insulin pump was not stored or not in used for an extended period of time and that the alarm did not occur shortly after inserting a new battery. The alarm was recurring during normal pump use but the customer was advised to monitor the insulin pump. Troubleshooting for button error/keypad anomaly was performed. The customer also stated that receiving the unexpected restart was the significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No unexpected restart alarm noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.